Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the alarms. Customer's blood glucose (bg) ranged from 192 to over 600 mg/dl and trace ketones. A manual injection was administered to address bg/ketones. The customer reverted to manual injections for insulin therapy.